Event description:
Patient presented to the chronic pain clinic for a trigger point injection. Unfortunately, during the procedure the needle broke inside the patient's neck. Immediate attempts were made at the bedside to retrieve the broken needle but were unsuccessful. The situation was discussed with the patient, and she was consented to proceed with the retrieval of the foreign object in the fluoroscopy room. Both fluoroscopy and ultrasound was used to locate the needle, but retrieval was not possible. Ir (interventional radiology) was consulted for retrieval under CT guidance. However, due to the needle's deep location within the muscle they did not feel safe to proceed with removal. As a result, vascular surgery was consulted and recommended another CT scan with IV contrast. Vascular surgery will schedule the patient for the or (operating room) sometime this week for the surgical removal of the foreign body. All needles with the same lot number as the one used were immediately removed from service. Nurse manager and director notified of the event. Manufacturer response for 26g x 5/8 (0.45mm x 16mm) sub-q precisionglide needle, bd precisionglide needle (per site reporter) unknown at this time.